Event description:
It was reported that the recently re-implanted vns patient was unable to tolerate a device output current above 1ma due to coughing. When the patient was coughing, it was noted that the patient developed mild bradycardia that reportedly occurred prior to stimulation on-times. Attempts for additional relevant information have been unsuccessful to date.